Manufacturer narrative:
Analysis was performed at the philips authorized repair facility which included functional testing and speaker testing on mt56060 tool. The results of the analysis confirmed a speaker malfunction alarm was present on the device and although the volume on the device was set on max, the audible sound produced by the device was still faint. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker and the product is returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping device indicating that there was a speaker malfunction alarm with low volume. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.